Event description:
It was reported that revision surgery was performed due to tibial collapse and suspected loosening and bending of the patellar component.

Manufacturer narrative:
The device is currently undergoing analysis.

Event description:
Patient 1 of 4. Customer reports problem with signature elite results: signature elite instrument gave low patient's result outside reportable range on patients and results are reported normal when tested on a different instrument. Patient 1 of 4. Pt inr 0.8 vs 2.27 ref lab. Therapeutic range 2.0-3.0.

Manufacturer narrative:
The returned tibial insert was examined visually. The purpose of this investigation was to determine the cause for the reported component loosening. The articular surface of the as-received insert has an expected wear patch that is located on the medial side of the implant. The wear was predominately burnishing. A large portion of cement was well adhered to the distal central and medial side of the insert and bending deformation of the pegs was observed. Damage was noticed on the anterior portion of the articular surface (B) (4) which likely occurred during explantation. The cause of the all-poly inlay insert loosening could have been caused by numerous factors including loading patterns, cement fixation, bone quality, and surgical technique. The returned component does not suggest a cause for the loosening.